Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a failure to activate due to a printed circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had a no image issue; the device went to a sudden blackout when inserting the scope. The issue was found during inspection before use for a diagnostic procedure (enteroscope). The patient was not under sedation and there was no procedural delay. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being displayed could not be identified, nor could the phenomenon be confirmed/reproduced. Also, a definitive root cause of the faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.